Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What is a ¿colon lowering?¿ what color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Was the device difficult to fire? Is the ileotomy temporary or permanent? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon descent procedure the doctor reports that the device made the cut but did not staple, that is, it did not close. The complication were dehiscence and ileostomy. The postoperative process is the patient must attend the hospital every 4 days to receive wound care. It should be noted that the patient is stable within his condition.

Manufacturer narrative:
(B)(4). Date sent: 03/10/2023 additional information was requested, and the following was received: what were the indications for the surgery? Congenital megacolon. What surgical procedure was performed? Descent of columbus. What color setting was selected on the device and what was the sequence of the shots? Gold refill color is selected. On which anatomical structures was the device fired? Colon descending and straight. Were other stapling or suturing devices used to create the anastomosis? No was it difficult to shoot the device? Yes, the device did not fire, it jammed on the first attempt to fire. Is the ileotomy temporary or permanent? Temporary were problems with staple formation observed at any time during the patient's care? Could not be observed.